Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it passed. A pairing test was performed, and it passed. The log was downloaded and reviewed finding an error related to the complaint. The allegation was confirmed. The root cause was determined to be low transmitter battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. Data was provided for evaluation. The reported event was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Correction "the root cause was determined to be low transmitter battery."

Event description:
The probable cause could not be determined.